Event description:
It was reported that the customer experienced a high blood glucose (bg) of 600 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a manual daily injection to address the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to an auto-off alarm. Customer confirmed that there had been no interaction with the pump for an extended period and adjusted the auto-off safety feature to address the issue. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.